Manufacturer narrative:
Additional information was added to h6 and h11. H11: the actual devices were not available; however, two (2) photographs of the sample were provided for evaluation. The photographs were reviewed and showed no povidone-iodine with the sponge inside the minicap. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the ¿protective iodine was missing from the lid¿ of three (3) units of minicap. This was observed before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.